Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5058745.

Event description:
It was reported to boston scientific corporation that a xenform device was used during a vaginal mesh implant procedure performed on an unknown date. According to the complainant, the patient still experiences groin and lower abdominal pain after two excision repair surgeries and mesh sling implant in 2013. All other information is unknown. Should additional relevant details become available a supplemental report will be submitted.